Manufacturer narrative:
Block h6: imdrf device code a020503 captures the reportable event of packaging seal compromised.

Event description:
It was reported to boston scientific corporation that an advanix-naviflex rx biliary stent was received in the facility. It was reported that the product was damaged upon arrival. A tear in the outer pouch was noted, and the sterility of the device was compromised. There was no procedure and patient involvement.

Manufacturer narrative:
Block h6: imdrf device code a020503 captures the reportable event of packaging seal compromised. Block h11: the advanix-naviflex delivery system was received for analysis. Visual inspection found the pouch torn and damaged. No other damages were noted to the stent and delivery system. The reported event of packaging damaged defective was confirmed. Taking all available information into consideration, the investigation concluded that the reported event were likely due to factors encountered during transport/storage. It is most likely that handling and manipulation of the device during transport/storage could have contributed to the reported event and observed problems. Therefore, the most probable cause of the reported event is cause traced to transport/storage.

Event description:
It was reported to boston scientific corporation that an advanix-naviflex rx biliary stent was received in the facility. It was reported that the product was damaged upon arrival. A tear in the outer pouch was noted, and the sterility of the device was compromised. There was no procedure and patient involvement.